Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device change out for normal eri. It was noted that an increase in pacing lead impedance was seen for the past six months. Externalized conductors via review of fluoroscopy were inconclusive. Lead was capped and replaced.